Manufacturer narrative:
Concomitant: product ID 8591-38, lot# d11423, implanted: 2011-(B)(6), product type accessory, product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported on 2015-(B)(6), that the patient had been in hospice care for 2 days and a pump alarm had been heard. The reason for the pump alarm was unknown; however, by the time of the report the alarm had stopped. It was believed that the last pump refill had occurred in (B)(6), 2014 and the pump was to be refilled again on (B)(6) 2015. The patient¿s spouse called on 2015-(B)(6) and said that she had found a doctor to refill the pump. It was noted that the patient unfortunately did not have transportation. On 2015-(B)(6), it was stated that the patient had his pump filled and serviced as needed. There were no patient symptoms reported. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.